Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said when they roll over in bed, it feels like they are rolling on a bone or the implant and it hurts. They also said the device doesn't work and it feels like a wire is pulling which hurts when increasing stimulation. As a result of what was reported, they were redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.